Event description:
A high glucose reading of 443 mg/dl and went to the hospital to test. It was reported hospital measured 183 mg/dl however no time between testing could be provided. No treatment was reportedly received. Reporter stated controls were tested and were within an acceptable range. A request was made for the return of the suspect device and replacement product was sent.